Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd. The following information was provided by the initial reporter: we were conducting dv testing at bdti using the 20 ga x 1.00 inch iag bc winged product, (sku 382633, lot 5149270) and the needle of one of our samples did not retract when the button was pressed. Continued button pressing did not cause the needle to retract.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one 20g insyte autoguard unit from lot number 5149270. Your report that the needle did not fully retract when the safety mechanism was activated was confirmed and the cause appeared to be manufacturing related. The needle was received partially retracted. The needle hub was caught on a deformed edge of the grip inside the safety shield at the overlapping junction with the barrel. It appeared that the safety mechanism was able to be activated; however, the damage prevented the needle from fully retracting. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.